Event description:
The customer reported the sys switched off during boot up. There are no reports of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The connectors were reseated and the power supply was adjusted during the service call.the system was tested and found to be working as intended and put back into service.